Event description:
It was reported that the pt experienced increased pain and symptoms of withdrawal. The pump contained dilaudid 20 mg/ml and bupivicaine 15 mg/ml at a dose of 3.75 mg/day. A rotor and dye studies were performed in 2008, and the rotor did not move. The pt was prescribed oral medications. The pump was replaced the following month. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.